Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow up this pacemaker and right ventricular (rv) lead displayed a lead safety switch (lss). The pacing impedance value was noted to be greater than 2500 ohms. Noise that was oversensed lead to stored ventricular tachycardia (vt) episodes. Isometrics were not able to recreate the noise. Pocket stimulation was also reported. The patient underwent a revision procedure where the device was explanted and the lead was surgically abandoned. There were no adverse patient effects reported.